Event description:
Pt experienced persisitent pain in left hip with feeling of clicking. Blood levels showed increased chromium levels. Aspiration showed inflammatory cells without growth of bacteria.

Event description:
Pt experienced persisitant pain in left hip with feeling of clicking. Blood levels showed increased chromium levels. Aspiration showed inflammatory cells without growth of bacteria.